Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. They claimed that the problem was the main pcb. Since the transducer was out of range, it was suspected that it was needed to replace the main pcb board. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the vela ventilator was alarming vent inop, transducer fault and motor fault. They claimed that the problem was the main pcb. There was no patient involvement associated with this event.